Manufacturer narrative:
(B)(4).

Event description:
It was reported that electrodes 0-3 had impedances greater than 4000 ohms. It was noted that it was impossible to properly tighten the screws in the device header with the lead inserted. The surgeon tried to do it six times and all of the electrodes still had high impedances, greater than 4000 ohms. As this was during the implant procedure, it was determined to replace the device with a new device. There was no problem tightening the setscrews on the new device and impedance measurements were checked with good results. There was no patient symptoms/injuries related to this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. Final analysis of the implantable neurostimulator revealed that the setscrew was backed out too far. A known good lead was able to be inserted and the setscrew was able to be re-threaded and tightened down onto the lead. Normal impedances were observed on each electrode pair. Final analysis of the wrench accessory revealed no anomaly. Evaluation code - result was applied for the wrench accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.